Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined. Olympus medical systems corp. (Omsc) confirmed the following from the investigation. -no anomalies were found during device evaluation. -the device was not returned to omsc. From the above, omsc could not determine the cause of the reported event. The cause could not be surmised because the device was not confirmed to be abnormal and the device was not returned to omsc. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was evaluated at olympus repair center. Olympus repair center checked the device, but couldn¿t duplicate the reported phenomenon. According to the information provided by olympus (B)(4), the device has not been repaired in the last year. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that the device screen flashed. The device was used in combination with the standard set. This device is an olympus asset and there was no report of patient injury associated with the event.